Event description:
Reporter alleged discrepant results between the blood glocuse monitoring device and a comparative method performed at the doctor when having glucose tested due to higher than normal readings. Reporter stated reading was 455 mg/dl and doctor's device read 108 mg/dl however did not provide time between tests. Reporter stated no diabetes medication was taken the day of alleged incident. Reporter indicated controls were expired and already discarded so did not have information available on them.